Event description:
It was reported to philips that the device has an operational check error related to defibrillation test. The field service engineer (fse) evaluated the device and found the high voltage capacitor needs replacing. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device has an operational check error. There was no patient involvement.